Event description:
Reporter alleged obtaining a discrepant blood glucose value of 399 mg/dl back to back with a result of 103 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time another comparative test of 298 mg/dl was performed back to back with a result of 117 mg/dl within 10 minutes on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.